Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of right inguinal hernia and ventral hernia at the umbilicus. It was reported that after the implant, the patient experienced intraabdominal adhesions, bowel obstruction, infection, recurrence, and a seroma. Post-operative patient treatment included revision surgery, laparoscopic lysis of adhesions and robotic lysis of adhesions, and recurrence repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of right inguinal hernia and ventral hernia at the umbilicus. It was reported that after the implant, the patient experienced intraabdominal adhesions, bowel obstruction, infection, recurrence, and a seroma. Post-operative patient treatment included revision surgery, exploratory laparotomy, excision of large omental lipoma, partial omentectomy, right hydrocelectomy, orchiopexy, primary repair of iatrogenic bladder injury, laparoscopic lysis of adhesions and robotic lysis of adhesions, and recurrence repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: 1. Right inguinal hernia. 2. Ventral hernia at the umbilicus. Post-operative diagnosis: 1. Right inguinal hernia -large in the rectum. 2. Ventral hernia at the umbilicus. 3. Intraabdominal adhesions. Procedure: 1. Da vinci assisted right inguinal hernia repair with mesh. 2. Primary ventral hernia repair. 3. Laparoscopic lysis of adhesions and robotic lysis of adhesions. Events: the patient had surgical revision, lysis of adhesions, pain, bowel obstructions, infections,and seroma.